Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - correction. D4: catalog no/UDI number - correction. H2: correction. H6: adverse event problem - correction.

Event description:
It was reported that a receiver reinitialization occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.